Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the air in line message, which was not reproduced due to a reload set alarm at power up. Based on the event history log and the condition of the pump during evaluation, it is likely that the customer meant constant air in line alarms since the customer experienced multiple alarms during the last couple uses. In addition, the pump had low fluid numbers causing reload set alarms; however, it is known that the low fluid numbers would also make the pump more sensitive to false air in line alarms. The upstream sensor was replaced to correct this condition. Additional information: low readings.

Event description:
It was reported that a spectrum pump failed to detect an air in line, which was clarified during baxter's evaluation as a false air in line alarm. It was also reported there was no patient injury.